Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/15/2021.   Additional information was requested and the following was obtained: please provide clarification: is the alert date (B)(6) 2020? : the alert date is (B)(6) 2020. If you see it as ""(B)(6) 2020"" in the ecm, it would be due to the time zone difference. No further information will be provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number ppmjdb and no non-conformances related to the reported complaint condition were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: could you please confirm if pull off suture needle and breakage suture occurred to the same device? Yes. Please confirm how many devices present the issue (pull off suture needle and breakage suture)? 1 pc for pull off suture, and 1 pc for breakage suture. What was used to complete the procedure? No further information is available. Did the surgery completed successfully? No further information is available. No further information will be provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide clarification: is the alert date 12/7/2020 or 12/8/2020? Note: event reported in 2210968-2020-10179. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2020 and a barbed suture was used. During the procedure, the suture broke. There were no adverse consequences to the patient. No additional information was provided.